Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar energy from the integrated electrosurgical unit (iesu) or erbe was not firing. The customer reported a question mark displayed on the monopolar port and that they attempted to use the second monopolar port on the erbe unit, as well as a different monopolar energy cable and monopolar instrument, without resolving the issue. The technical support engineer (tse) reviewed the system logs, and no related errors were verified. The tse instructed the customer to try a third monopolar instrument cable. The customer reported that the issue was still present. The tse asked the customer whether a force triad generator and cable were available. The customer reported that they were not sure. Customer attempted to check but was unable to remain on the phone, as the surgeon was proceeding without using monopolar energy and the customer was checking for the availability of a force triad generator and cable. The tse called the customer back and they confirmed that they were able to proceed with the surgery using the force triad generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu)or erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to an internal failure of the erbe that prevented the da vinci system from properly recognizing/communicating with the monopolar output (as indicated by the question mark on the monopolar port) and delivering monopolar energy, which was not resolved by swapping ports, instruments, or monopolar cables and was ultimately corrected only after the erbe was replaced by the fse; no system log errors were identified and the suspect device was not returned for failure analysis, so the exact failed subcomponent could not be confirmed.